Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad trace. No button error alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a missing end cap sticker and a cracked pump belt clip slot.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error on (B)(6) 2015. They were able to clear the alarm but alarms continue to occur until the day of the call. The customer did not recall any significant events leading to the alarm. Blood glucose value was 150 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.